Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device was alarming for an open door; however, the device door was closed and latched. The device failed the binary switch test for the door being closed. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Concomitant med prod data and manufacturer narrative. Annex a: a1301, annex b: b01, b14, annex c: c02, annex d: d15, annex g: g04070. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device alarming for an open door was replicated and during laboratory testing. The suspect pca door lock assembly was replaced for a known-good dchu part, for testing purposes only. As a result, the device passed all tasks within specifications. The inspection process of the suspect pca module s/n (B)(6) showed no obvious issues or anomalies were observed with the returned device related to the reported complaint. The door lock assembly showed no obvious issues or anomalies that could indicate the source of the failure. All components inspected were manufactured by bd. The pcu and pcu event logs were not returned. Without these logs and given the limited information contained in the pca logs, the exact drug programmed (including concentration), the total volume infused, and the unit power off times cannot be determined. Review of the event and error logs of the pca module showed no errors relevant to the reported complaint. The pca module event log showed that the last instance of the unit being used prior to dchu was on (B)(6) 2026, there were no infusions recorded, only instances of the device being in maintenance mode with multiple keypresses and door manipulations recorded in the logs, indicating the device was being tested. It was observed that the suspect pca module was attached to pcu s/n (B)(6) during this time. Initial preventive maintenance testing showed that the device failed the binary switches test. Functional infusion testing confirmed that the door lock assembly was faulty. After replacing the suspect door lock assembly with a known good dchu part for testing, the device successfully completed an infusion with no issues. A subsequent pm task performed through asm showed that the pca module passed all required tests, indicating that replacing the faulty door lock assembly restores the device to proper operating condition. The alaris system user manual v12.3 instructs that any device showing damage or that has been dropped or severely jarred must be taken out of service and sent to biomedical engineering for repair or inspection before being used again. An external and internal inspection of the suspect pca module s/n (B)(6) showed no obvious issues or anomalies were observed with the returned device related to the reported complaint. The door lock assembly showed no obvious issues or anomalies that could indicate the source of the failure. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the device alarming for an open door was replicated and confirmed through laboratory testing and is attributed to the device having a faulty door lock assembly. Device testing showed that after replacement of the faulty door lock assembly, the suspect passed all preventive maintenance tests and was found to be within specification. The root cause of the faulty door lock assembly was not identified during the investigation. Note that imdrf annex a1301, c02, d15, g04070 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device was alarming for an open door; however, the device door was closed and latched. The device failed the binary switch test for the door being closed. There was patient involvement, but no harm.